Event description:
It was reported by the aci sales professional that a female pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the bifurcation, via a 5f sheath (model unk). Following the procedure the fellow who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that when the fellow retracted the sheath the advancer tube was not present. The fellow reported to the physician who was training him that he (the fellow) didn't shuttle down far enough. The physician then tried to re-insert the sheath back into the access site and attempted to shuttle down a second time. The second attempt to shuttle down also failed. The device was removed and the pt was converted to 12-15 mins of manual compression in which time hemostasis was achieved. The pt was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. The sales professional was not present for this procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could ot be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.